Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient is no longer receiving stimulation due to battery depletion. The patient last charged her ipg 2 months ago. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention may be pending to address the issue.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.